Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with pocket erosion. Upon investigation, it was found that the patient had developed pocket infection. The implantable cardioverter defibrillator was explanted. Patient condition was unstable.